Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the leg attachment pad for corometrics fetal scalp electrode cable was defective. On (B)(6) 2022, the customer had a labor patient that needed an ise ( internal spiral electrode) placed. They placed the ise without difficulty. However, the current leg pads they have do not work well. The purple connector on the cord itself will not click into the metal piece on the leg pad. This is making the ise not read correctly or at all. They found an old leg pad that they were able to use. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.